Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search previous investigations were conducted for mating part assembly problems. As part of the previous investigations the complaint sample products were reviewed by warsaw marketing and product engineering and due to no evidence of patient harm, business risk, and ultimately a business decision was made to not pursue corrective action at this time. The investigation could not draw any conclusions about the current reported event without the device to examine. No corrective action is being pursued at this time. Complaints will be monitored through post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking handle for the tibia prep plate is loose at the plate-handle interface causing it to be excessively wobbly.